Event description:
Regulatory agency reported intracapsular rupture of the right device discovered by ultrasound and confirmed by MRI and at explant. Device has been explanted, unknown if replaced.

Manufacturer narrative:
Clarification d.6b explant date: device has been explanted, explant date was not provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.